Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was insertion of a size 8 inner cannula in a patient with a size 10 cannula. The size of the cannula was not recognizable on the cannula and the color-coded size distinctions on the packaging and the inner cannulas were not clear. The ventilator was adjusted so that the resistance compensated for the narrowest point since the inner cannula had a different diameter than the outer cannula. The patient tended to "get worse air" but no serious consequences arose and the patient was consistently stable. The patient had been weaning from the ventilator for almost 40 days after a covid infection.